Event description:
It was reported that there was apparent far-field r-wave (ffrw) sensing at 0.5 mv, and a lock out on the programmer due to sensing assurance. The ffrw sensing was significantly reduced by turning off sensing assurance and programming to 0.70 mv. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was apparent far-field r-wave (ffrw) sensing at 0.5 mv, and a lock out on the programmer due to sensing assurance. The ffrw sensing was significantly reduced by turning off sensing assurance and programming to 0.70 mv. The device was explanted and replaced due to medical judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.